Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was inflated and it was extracted when the user pulled back the device to create tension. It is not certain whether the balloon lost pressure after being pulled to the arteriotomy, but it is suspected that this symptom may have occurred in this case. There was no reported patient injury. The device was prepped and stored according to the instructions for use (IFU). The user of the device was trained. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) was inflated and it was extracted when the user pulled back the device to create tension. It is not certain whether the balloon lost pressure after being pulled to the arteriotomy, but it is suspected that this symptom may have occurred in this case. There was no reported patient injury. The device was prepped and stored according to the instructions for use (IFU). The user of the device was trained. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found closed, with no syringe returned for this evaluation. The sealant was present in its manufactured position and fully covered by the sealant sleeves, which showed no abnormal conditions. A non-cordis 7f catheter sheath introducer (csi) was returned inserted on the unit. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be performed because the balloon could not be inflated due to an excessive amount of saline residue present within the inflation lumen. This residue impeded balloon inflation and prevented completion of the dimensional evaluation. The inflation/deflation test could not be performed for the same reason ¿ the presence of an excessive amount of saline or contrast solution within the inflation lumen, which obstructed flow and prevented the balloon from inflating. A high-magnification microscopic evaluation was conducted to assess the balloon surface. No ruptures were observed during this inspection. However, due to the presence of dried saline or contrast solution residue, balloon inflation could not be performed to confirm the absence of micro-punctures or pinholes. The reported event of ¿balloon-pull through¿ could not be observed through analysis of the returned device since dimensional analysis of the balloon could not be performed and due to the nature of the complaint. The exact cause of the issue experienced by the user could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported balloon pull-through. The presence of dried saline within the inflation lumen, which would not have been experienced by the user, prevented balloon inflation and verification of balloon dimensions during analysis. However, microscopic analysis revealed no signs of damage or anomalies to the balloon. Therefore, prepping, handling, and arteriotomy factors remain possible contributors. According to the IFU, which is not intended as a mitigation, the device preparation instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull gently on the device handle until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the device and access. If the balloon was properly purged of air and excessive tension is applied to the device when at the arteriotomy, that can cause the balloon to be pulled through the arteriotomy as well. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.